Event description:
Patient was given an injection. When the rn removed the needle from the patient she attempted to lock the safety device. Rn locked the device by sliding safety device up. Rn thought the device was locked and went to help patient pull up pants and noted the tip of the needle poked rn's left finger.